Event description:
On an unknown date, a patient in the united kingdom underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2023, the patient was experiencing a stoma site with oozing yellow colored fluid that smelled like vomit. This was different from the usual small discharge from the site. Due to a history of sepsis years ago, the patient's family was concerned, though the patient had a normal temperature and no signs of infection. On (B)(6) 2023, it was reported that a swab of the stoma site was taken, the results of which were unknown. The patient had been started on a broad spectrum antibiotic to cover the oozing issue at the stoma site. On (B)(6) 2023, a blood test was also taken, but results were not known. On (B)(6) 2023, the patient was still experiencing occasional, but significant leaks from the peg site. The fluid smelled, but wasn't thick and occurred when the patient sat upright to eat breakfast.

Manufacturer narrative:
Reference number (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation cannot be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.